Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During the routinely interrogation of the ICD paradym rf dr (B)(4), 4 episodes with ventricular oversensing were stored in device memory. V sensitivity was already set at 0.8 mv.